Event description:
During in clinic follow up, the patient has experienced phrenic nerve stimulation and the extra-cardiac stimulation was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and a lv lead dislodgement was observed. It was suspected the lv lead suture was not properly anchored when it was originally implanted, however, no malfunction was suspected. The lv lead was explanted and replaced to resolve the event. The patient was stable.